Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device had an undetermined malfunction. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Correction: incorrect serial number: the device serial number was incorrect in the initial report; therefore, the date of manufacture and the manufacturer location were unknown. The serial number had been updated from (B)(4). The manufacturer location has been updated from (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date has been updated from jun 14, 2004 to nov 21, 2011. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the motor power was too low. It was further determined that the device failed pretest for check the off/osc/on switch mode function, check the oscillation angle, check switching function, check the triggers and electronic control unit (ecu) function and check power with test bench. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.